Event description:
After further investigation, the customer reported one ventilator had a touchscreen failure. There was patient involvement, but no one was harmed.

Manufacturer narrative:
PMA/510k : 26dec2019, date of report : 30dec2019 . After further investigation. Problem description has been corrected. After further investigation, the customer reported one ventilator had a touchscreen failure. The manufacturer¿s field service engineer (fse) confirmed the reported touch screen failure issue. The manufacturer¿s field service engineer (fse) replaced the touch screen to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened and an investigation will be performed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/11/2019.

Event description:
The customer reported 10 v60 units sole all have one by one encountered many problems, so suspect quality issue. There was patient involvement, but no one was harmed.